Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 33 mmol/l at the time of incident and the current blood glucose level was 18.6 mmol/l. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer stated that the insulin pump had bent cannula. The insulin pump will not be returned for analysis.